Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the identified symptom of does not recognize a closed door, but did not reproduce it. Evaluation determined the cause to be a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
During baxter's evaluation, it was found that a spectrum pump did not recognize a closed door. There was no patient involvement.